Event description:
Approximately 1/2 hour after a coronary drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. The pt had been on coumadin prior to the procedure, but was given vitamin k in 2004. The following day, the physician direct stented a lesion in the obtuse marginal with a taxus express2 2.75 x 12 mm drug eluting stent. The stent was deployed at 12 atms. The pt received heparin during the procedure. They were transferred from the cath lab to their room for observation and developed chest pain within 1/2 hour. They were brought back to the cath lab where intravascular ultrasound was performed and it was determined that the mid-portion of the taxus express2 drug eluting stent was underdeployed and there was a thrombus in the stent. They were treated with quantum 2.75 and 3.0 mm balloon catheters to recanalize the vessel and further expand the taxus express2 drug eluting stent. Following this procedure, they developed a skin rash which subsequently resolved. The physician indicated that he feels the rash was due to the contrast used during the procedure. The pt was given plavix to take following the procedure. They are reported to be doing well.